Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The users reported that, soon after the anesthesia system is powered on, it shows "ventilator out of order" on the screen and ventilator does not activate automatic ventilation mode when it is selected. During manual mode, the apl pressure does not maintain; pressure falls to zero always. No patient involvement. There was no report of any adverse impact.